Manufacturer narrative:
Medtronic received additional information that two bioprosthetic valves were implanted, one in the mitral position and one in the tricuspid position. These valves replaced two non-medtronic valves that had deteriorated over the last 18 years. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this bioprosthetic valve, the valve was explanted and replaced with the same model and size valve. The reason for replacement was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.